Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe barrel shattered during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "syringe was being used on a PICC and whilst in use the syringe shattered, part of which hit the patient."

Manufacturer narrative:
H6: investigation summary: one sample and two photos were provided to our quality team for investigation. The sample has a large section of the syringe missing from the roof of the barrel and also a crack is observed from the missing chuck through the barrel tip. The conditions observed are non-conforming per product specification. Potential root cause for the damaged/cracked barrel are associated with the assembly process. A device history record review was completed for provided lot number 1158040. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ tip syringe barrel shattered during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "syringe was being used on a PICC and whilst in use the syringe shattered part of which hit the patinet."